Event description:
It was reported that after surgery, the patient presented arthrofibrosis of left knee. Manipulation under anesthesia was performed to resolve the issue.

Manufacturer narrative:
It was reported that after surgery, the patient presented arthrofibrosis of left knee. Manipulation under anesthesia was performed to resolve the issue. The affected journey ii tibial inserts, journey cr oxinium femoral component, journey bcs resurfacing patellar component and journey ii xr tibial baseplate, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Possible causes could include but not limited to joint tightness or traumatic injury. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.